Manufacturer narrative:
On-site investigation was performed by field service engineer. The issue has been resolved by adjusting compressor tubing and the device was delivered to the user in working condition. In case of low pressure delivered from compressor mini air outlet, the ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. The root cause for the reported failure could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).